Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose was around 200 mg/dl at the time of incident. The customer's father was unable to give information at the time of call. The insulin pump will not be returned for analysis.